Event description:
It was reported that there was air in the patient line during peritoneal dialysis (pd) therapy. The home patient (hp) was connected in the initial drain when the care giver (cg) saw the air. The technical service representative (tsr) advised the cg to end the therapy and have the hp start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.